Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia and bones hurting vertigo event. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The duration of hospitalization was greater than 24 hours. The patient experienced the symptoms of tiredness and weakness at the time of the event. No further information available.